Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 5.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications nor injuries reported.